Manufacturer narrative:
The preliminary evaluation of the returned unit identified the possible cause of the failure as the ac appliance inlet connector. The result of this failure was a brief external flame that self-arrested and did not require external intervention. There was no adverse event reported for this incident. The incidence and severity of this failure type are subjected to on-going monitoring.

Event description:
It was reported to resmed that a (B)(4) unit caught on fire.